Event description:
During a dressing check, the rn noted PICC line leaking at the insertion site. The PICC line was in only 24 hours. The PICC line was removed and replaced. Manufacturer response (as per reporter) for PICC line catheter, l-catheterwill return to MFR. For evaluation